Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported event. The event history log was reviewed and revealed no failures, malfunctions, or iipv events that could have caused or contributed to the patient death. The device was found to meet electrical and functional performance specification requirements per rite (return instrument test/evaluation) testing. A review of the device history records was performed and revealed no failures or problems that were the same as or similar to the reported event. There was no previous service history for the device as it was shipped to the patient in new manufacture condition. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was found at home lying on the floor unresponsive and was transported to the emergency room (ER) via emergency medical services (ems). The patient had experienced a cardiac arrest and died in the ER. The cause of death per the death certificate was cardiac arrest. The patient did not have a pre-existing cardiac history. An autopsy was performed. No additional information is available.